Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 3 2016, the lay user/patient contacted lifescan (lfs) alleging that his one touch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 12:00pm he obtained a result of ¿124mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿99mg/dl¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in result satisfies lfs criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported that ¿two hours¿ after the alleged inaccuracy he developed a symptom of ¿sweating¿ and that at 02:00pm on (B)(6) 2016 he consumed food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lifescan¿s criteria of a serious hypoglycemic event after the alleged inaccuracy occurred.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is being sent to correct information that was submitted omitted from the narrative of follow up #1. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.